Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and it was found that the downstream occlusion (dso) sensor was unreactive and faulty. This indicated a reportable malfunction based on the dso sensor. The dso sensor was replaced to address this issue.

Event description:
The device was returned with report of a delaminated/bubbled downstream occlusion seal and during evaluation it was found that the downstream occlusion sensor was failing and unreactive. There was no patient involvement.